Event description:
It was reported that, "bone cement hardens before the patella. He was not able to get the patella in, it hardened in 8 minutes.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.